Event description:
It was reported that the end of the intermittent catheters was sharp, and the lubricant packets were hard. And stated it hardly contains any jelly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "incorrect process parameters". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that the end of the intermittent catheters was sharp, and the lubricant packets were hard. And stated it hardly contains any jelly.